Manufacturer narrative:
Concomitant medical products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2007, product type: catheter. Product ID 8578, serial# (B)(4), implanted: (B)(6) 2013, product type: accessory. (B)(4).

Event description:
Information was received from a healthcare provider (hcp) via a device manufacturer representative regarding a patient receiving morphine (30 mg/ml at 6.295 mg/day) via an implantable infusion pump. The indication for use was noted as non-malignant pain and lumbar radiculopathy. The patient's pertinent medical history included chronic obstructive pulmonary disease (copd), bronchitis, and allergies. It was reported the patient had 5 episodes where she had stopped breathing in the last two weeks from the date of this report. The patient did not associate that with the pump, but the physician at the hospital was concerned about a possible link and had requested interrogation of the pump. On (B)(6) 2015 the patient had bronchitis, allergies, and a flare up of her copd. On (B)(6) 2015 at 0200 the patient's husband found her not breathing and she was transported to the hospital where she remained until (B)(6) 2015 when she was discharged. On (B)(6) 2015 the patient had another episode where she stopped breathing. The patient again was transported to the hospital. The patient had another episode later that day at the hospital and again on (B)(6) 2015. The healthcare provider (hcp) performed a spinal tap on her on (B)(6) 2015, initially not using fluoroscopy, and then after multiple attempts using fluoroscopy. The patient noted later that day she developed a severe headache that lasted 5 days, in which she couldn't raise her head off the pillow. No interventions were taken at the time of the report. The patient was awaiting transfer to another hospital for a second opinion. The issue was not resolved at the time of this report. The patient noted she had been at the same dose of morphine for the last 6 years. She had a routine dye study on (B)(6) 2015 which was normal. The patient had lost 28 pounds in the last 10 days due to lasix. The patient status at the time of this report was "alive - no injury." It was further reported the patient had been transferred to another hospital. The physician from the new hospital contacted the previous hcp to inquire how long the patient had been at that dose and any other information that could be provided for the patient. If additional information is received, a follow-up report will be sent.